Manufacturer narrative:
The conclusions are as follow: the analysis has been completed, please find below the corresponding response: the event described in the complaint is related to a known issue. The complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer, which explains the reported freeze during the programmer session. In this case, a quit popup does not appear and wait for the user answer. This blocks the user interface. This limitation will be corrected in the upcoming programmer version.

Event description:
Reportedly, the smarttouch programmer was frozen during interrogation of alizea 142ga0f5. Some button remained fixed and it was impossible to enter some events.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the smarttouch programmer was frozen during interrogation of alizea 142ga0f5. Some button remained fixed and it was impossible to enter some events.